Event description:
It was reported that the heparin infusion appeared to have changed from 20unit/kg/hr to 20.181unit/kg/hr on (B)(6) 2026 at 0735. There was patient involvement but no harm. Per bd interoperability consultant review, they determined that, "at ~07:34:57, channel select was pressed on the module with the heparin infusion, the clinician inadvertently pressed the key up (^) on the pcu which increased the rate to 14.8ml/hr and therefore adjusted the dose to 20.1910 units/kg/hr, then pressed start."

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Correction: describe event or problem . Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the heparin infusion rate from 20 units/kg/hr to 20.181 units/kg/hr was likely due to user error. Technical support has requested that the customer provide the event logs to confirm and further investigate the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the heparin infusion appeared to have changed from 20unit/kg/hr to 20.181unit/kg/hr on (B)(6) 2026 at 0735. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.